Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold most likely due to exit block. It was also noted the right ventricular (rv) lead exhibited high threshold and had fractured. The leads were capped and replaced. No further patient complications have been reported as a result of this event.